Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was a question on why the battery longevity was not available. The implant detect was still on. The implant detect was manually programmed off. The device is still in use. No patient complications have been reported as a result of this event.